Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.6, lab: 3.1. Date: (B)(6) 2010, inratio: 3.2, lab: 2.7. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.6, reference: 3.1, mean: 3.35, confidence limits: 1.9-4.6. Inratio: 3.2, reference: 2.7, mean: 2.95, confidence limits: 1.8-4.2. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation is required. As reviewed on (B)(4) 2011, forty-three discrepant result complaints were reported for lot #234527, yielding a complaint rate of 0.072%. Action threshold was reached. Since release of strip lot, in-house therapeutic sample tests were performed for retained and returned strips. Customer's observation has not been reproduced. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.